Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had an issue on (B)(6) with a foley catheter that was missing the bottom connecter that let them drain it. Instead, it just had a hole where it should be leaving the bag open to air. They had to open a second kit to get the clamp out of it. Per follow up via email received on 11jul2023, no sample available. The foley was discarded upon discovering the issue as it had touched the patient. The patient status was discharged. The situation was fixed immediately from placement as they realized the bag was open when hanging it. The product was nonfunctional as there was a hole in the collection bag where the emptying spout should have been. Customer then had to open another kit to replace the bag so there was not any spilling.

Event description:
It was reported that the customer had an issue on (B)(6) with a foley catheter that was missing the bottom connecter that let them drain it. Instead, it just had a hole where it should be leaving the bag open to air. They had to open a second kit to get the clamp out of it. Per follow up via email received on (B)(6) 2023, no sample available. The foley was discarded upon discovering the issue as it had touched the patient. The patient status was discharged. The situation was fixed immediately from placement as they realized the bag was open when hanging it. The product was nonfunctional as there was a hole in the collection bag where the emptying spout should have been. Customer then had to open another kit to replace the bag so there was not any spilling.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be" not trained personnel in assembly operation: outlet tube / tube holder connector". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.